Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that before treatment with a profore 18-25cm ankle circ. Case 8 the material is very hard to pull out and to roll on the patient leg. Also the adhesiveness is very tight compared to other batches, which might affect the compression pressure and patient outcome. The therapy was completed with the same product, requiring it to be pull out and trimmed part by part to achieve the compression pressure. No patient harm reported.

Manufacturer narrative:
The device, intended for use in treatment, has not been returned for evaluation. The information provided has been reviewed and we cannot confirm a relationship between the device and the reported event. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review confirmed further instances of this nature. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.